Event description:
The customer reported to baxter of an of unknown clearlink set(s), in which a no flow was detected during patient use on an unknown date. The hospital had just converted from the hospira clave tubing to baxter clearlink tubing with their upgrade from hospira calibrated sigma pumps to the baxter calibrated sigma software 6.05. When they initiated the infusion, they used an unknown phaseal product to help minimize vapors/leaking of chemotherapy agent. When the tubing was connected to the patient, the pump began to beep downstream occlusion. The chemotherapy was not infusing. The patient was stuck two more times because the clinician thought the problem was the IV line. The clinician changed the phaseal, loosening it, and the infusion was able to be completed without further incident. Per the hospital reporter, this problem did not occur prior to the conversion to the baxter clearlink and the baxter calibrated sigma pump. No injury or medical intervention was necessary. The sigma pump serial number is unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted. The device used in this situation is unknown; therefore, it does not contain a us 510k number.

Manufacturer narrative:
(B)(4). The alleged complaint could not be confirmed, because neither a sample or lot number were provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.